Manufacturer narrative:
Visual inspection of the device revealed that the distal tip was damaged. The dreamwire was found loaded in the c-channel between the end of it and the exit ramp, the dreamwire came out thru the exit ramp. A section of 16.8 mm was found damaged in the c-channel next to the proximal bond of the balloon to the proximal side of the catheter. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints have been reported for the specified lot. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# (B)(4) pertains to the first extractor pro rx retrieval balloon and manufacturer report# 3005099803-2017-02504 pertains to the second extractor pro rx retrieval balloon. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the catheter was frayed and torn as it exited in the duodenoscope. They used a second device and the same event occurred. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. This report pertains to the first extractor pro rx retrieval balloon and manufacturer report# 3005099803-2017-02504 pertains to the second extractor pro rx retrieval balloon. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the catheter was frayed and torn as it exited in the duodenoscope. They used a second device and the same event occurred. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.